Event description:
It was reported that during a device change out, when the lead was connected to the new competitor ICD, increased hv lead impedance was observed. Dft testing was successful. A lead issue is not suspected because the impedance measurement was lower when the lead was reconnected to the explanted ICD. An alert for high hv lead impedance was later received. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.